Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a planned treatment/non-emergency treatment and the procedure was completed as planned. The philips field service engineer (fse) inspected the system onsite and confirmed that c-arm movement failure. Upon further inspection, the fse found that the oil leakage on the end of the c-arm tube. The fse replaced the tube. After replacement of the tube, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the allura device had a movement failure. The device was inside clinical use at the time of the event. No patient harm was reported. To date, no further information was received. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.